Event description:
Patient reported, capsular contracture, baker grade IV. Chronic inflammation and strong allergic reactions, especially on the decollete and the neck. Patient additionally reported, headache, malaise, lack of concentration, inappetence, problems with sight and restriction of the arm movement. These events are not device related.

Manufacturer narrative:
Visual evaluation: device patch with lot number 3039733 and catalog number trx-310g. Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Anxiety¿product/procedure: unable to observe since it is not related to the device. Varied injuries-ndr: not applicable as the event is not related to the device. Allergic reaction/hypersensitivity: unable to observe since it is not related to the device. Additional observations: red encapsulation was observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported that they are having problems sleeping, have been unwell since the device was implanted, unable to carry out sport activities, have ¿stomach issues¿ and have an allergic reactions on the entire body, especially cleavage and neck. They are concerned for their health and do not want their implants anymore. These events are not device related. Later reported "capsular contracture baker grade iii, diagnosed by ultrasound and palpation." The device has been explanted. This reflects the left side.

Event description:
Patient reported capsular contracture baker grade IV, chronic inflammation, and strong allergic reactions especially on the decollete and the neck. Patient additionally reported headache, malaise, lack of concentration, inappetence, problems with sight, and restriction of the arm movement; these events are not device related.patient reported that they are having problems sleeping, have been unwell since the device was implanted, unable to carry out sport activities, have ¿stomach issues¿ and have an allergic reactions on the entire body, especially cleavage and neck. They are concerned for their health and do not want their implants anymore. These events are not device related. Later reported "capsular contracture baker grade iii, diagnosed by ultrasound and palpation." The device has been explanted. This reflects the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported that they are having problems sleeping, have been unwell since the device was implanted, unable to carry out sport activities, have ¿stomach issues¿ and have an allergic reactions on the entire body, especially cleavage and neck. They are concerned for their health and do not want their implants anymore. These events are not device related. Later reported "capsular contracture baker grade iii, diagnosed by ultrasound and palpation." The device has been explanted. This reflects the left side.